Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study the use of the star shows decreased post-operative prolonged air leaks.

Event description:
Received an article titled "standardized approach to prolonged air leak reduction after pulmonary resection". The purpose of the article was for the standardized approach to air leak reduction (star) after lung resection was developed and studied. Per the article adverse events included: deep vein thrombosis, copd exacerbation, non cardiac chest pain, myocardial infarction, congestive heart failure, coagulopathies related to warfarin, pulmonary embolus, hemoptysis, pneumonia, wound complication, colitis, failure to thrive and mental status change.